Event description:
The surgeon reported a patient experienced myopic surprise in the left eye following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested on 06/03/2008, 06/10/2008, and 06/26/2008 via phone and 06/06/2008 via fax and mail. This report was mailed to FDA on: 07/03/2008.